Manufacturer narrative:
Although requested, the device was not returned for evaluation. Investigation is ongoing and a follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that after the implantation of an intraocular lens in the left eye, capsular bag broke causing vitreous loss. A vitrectomy was performed one day post-op and the lens was exchanged with a three-piece lens. Patient outcome is good. Additional information has been requested.

Manufacturer narrative:
Additional was information received indicating the device causality was unrelated, and therefore, this event no longer meets reportability requirements and no longer deemed reportable.

Event description:
Additional information received indicating that in the surgeon's opinion the most likely cause of the event was the fluid burst, which is related to the handpiece and I/a.